Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set adhesive issue because set was exposed to moisture after shower on 04-june-2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united sates.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.